Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds at implant. It is believed the lv lead perforated the coronary sinus and a pericardial effusion occurred which required medical and surgical intervention. The lv lead was capped and remains in the patient. No further patient complications have been reported as a result of this event.